Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022). Device not returned.

Event description:
It was reported that approximately three months post port placement on right chest wall via the right internal jugular vein, x-ray examination revealed that the catheter was allegedly detached from port body and migrated into the pulmonary artery. It was further reported that catheter was ruptured at the connection of the latch. The port body and catheter was removed from the patient by additional intervention. The procedure was completed by using another device. The patient was reportedly stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample was not returned for evaluation. One medical image was provided for review. The investigation is confirmed for catheter fracture and migration issue as a port is seen along the right chest and no catheter visualized attached to this port, although an object that resembles a catheter is seen near the right heart. Furthermore, the catheter embolized to the pulmonary artery requiring additional interventions for extraction. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that approximately two months post placement on right chest wall via right internal jugular vein, the catheter was allegedly detached from port and migrated into the pulmonary artery. It was further reported that an x-ray demonstrated that catheter was ruptured at connection latch. Reportedly catheter was removed from patient by additional intervention. New port was implanted. The patient current status is unknown.